Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. Shortly after implant the patient displayed signs of infection that appeared to be resolved with antibiotics. Patient returned from a trip with increased redness, swelling, and discharge from the incision site. Physician and patient elected to fully explant the system to allow healing. Explant was performed on (B)(6) 2023.

Manufacturer narrative:
Review of applicable device history records for the nalu system did not identify any deviations or nonconformances that are likely to have contributed to infection. Infection is a known and inherent risk of any surgical procedure.